Event description:
The customer complained that a sample tested negative, the image looked normal negative to the customer and there are no flags associated with it. They reviewed their records and found that the same donor had donated 2 months ago and had a 3+ anti-k. They were unable to retest the same sample because it had been discarded. They found 2 other tubes drawn from the same donor also on the 14th and tested it on the tango optimo. The edta sample was 3+ and a serum sample was 4+. The customer returned neither the patient samples nor the supposedly defective product. Therefore our quality control laboratory tested its retained sample with different controls and antibodies. All positive and negative reactions were correct. We did not observe any false negative reactions. Service visit incl. Check of camera value and qc run was conducted. No problem was found. The cam values were in range, qc run successful, results in range, too. A review of instrument specific data was provided to bmd. Based on the information provided with the initial reporting (three samples of same patient drawn the same day, one neg. For anti-k, two others pos. For anti-k) as well as the appearance of the result image of the sample in question we consider missing plasma in this specific cavity to be the potential root cause of the reported problem. Taking into account that two more samples from the same individual reacted correctly positive and supported by the results of the service visit indicate that this issue was an unreproducible single event possibly induced by the sample itself (e. G. Clot blocked needle --> no plasma aspirated). Testing of our quality control laboratory confirmed the correct function of the allegedly defective lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.